Event description:
The reporter stated that the surgeon inserted a cc4204bf collamer plate lens and the capsular bag tore. The lens was removed without enlarging the incision and a vitrectomy was performed. A back-up lens was implanted. It was reported that the pt had developed a moderate amount of vitreous pressure during surgery. Additionally, the pt had weak zonules and the cataract was dense. The cause of the capsular tear was reported as unk. The pt's preoperative bcva was 20/20-2 and the postoperative it was 20/30-2.